Manufacturer narrative:
(B)(4). Journal : manara, j r; mathews, j a; sandhu, h s (2017). Cable plating with a single strut allograft in the treatment of periprosthetic fractures of the femur: cable plating and single strut allograft in periprosthetic femur fractures. Hip international, pgs 1-7. Doi: 10.1177/1120700018761519. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018- 03487.

Event description:
It was reported in a journal article that one (1) patient who underwent femoral peri-prosthetic fracture plating underwent debridement and washout, IV, and oral antibiotics due to early infection. No further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03487 - 2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one (1) patient who underwent femoral peri-prosthetic fracture plating underwent debridement and washout, IV, and oral antibiotics due to early infection. No further information has been provided.